Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of sodium bicarbonate, with a vtbi (volume to be infused) of 250ml, for a duration of 2 hrs, and the delivery was started. No further programming parameters were provided. The nurse reported that 1 hour and 15 minutes after the delivery was started, the device alarmed s325 (pmc software error). At that time, the nurse reported the device display indicated 5ml had been delivered, instead of an unspecified expected volume. The customer contact could not specify the volume of solution remaining in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was no change in the patient status. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).